Event description:
Toothbrush head came apart in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head came apart in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.